Event description:
The lay user/pt contacted lifescan (lf) in 2006 around 10:45am (pst) alleging an apply sample message on her one touch ultrasmart meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info: the pt had an issue with the meter since last night (one day earlier) and did not experience any symptoms at the time of testing. She attempted at least 20 tests on 4 different vials (same lot#) and was unable to obtain a reading due to the apply sample message. This morning, she attempted to test and was unable to obtain a reading due to the apply sample message. She did not experience any symptoms at the time of testing. Since she was unable to obtain a reading, she guessed the amount of insulin to take. She is on a sliding scale. She took the insulin around 10:00am (7am pst). While on the phone with the customer care advocate (cca), she felt sweaty and her eye sight was not good and felt low. She claimed she needed to eat something, so she could feel better. The pt did not seek any medical attention or contact her physician for advice. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. Cca was unable to resolve the issue and sent the pt a replacement meter, strips and control solution. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how much insulin she took on event day, and whether she felt better after self-testing if she did self-test. The complaint is being reported since the pt experienced symptoms after being unable to test due to the apply sample message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.